Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The reported products were reviewed for compatibility with no issues noted. No medical record were not provided. But study data were provided via ¿my mobility report¿ and reviewed by our health care professional. The review found no complication during the initial surgery. The patient started experiencing pain after hearing popping sound after a month of post-ops. Patient had a steroid injection for left knee popliteal impingement. Per package insert: persona the personalized knee system: ¿pain¿, ¿soft tissue impingement or damage¿ is known adverse effect of this procedure. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: femur cemented (cr); p/n: 42502005801, l/n: 64216576, articular surface (mc); p/n: 42512100313, l/n: 64118978, all poly patella; p/n: 42540000032, l/n: 64238584, tibia cemented; p/n: 42532006401, l/n: 64072346. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00320, 3007963827 - 2019 - 00321, 0002648920 - 2019 - 00836, 3007963827 - 2019 - 00322. Remains implanted.

Event description:
It was reported that the patient is experiencing pain, noise, and impingement of soft tissue. Subsequently, no revision is scheduled at the moment. No additional patient consequences were reported.